Manufacturer narrative:
A ge rep evaluated the system and reseated the interconnect cable connectors. System operates as intended.

Event description:
Customer reported the crt goes dark during fluoroscopy and noise appears. Operation is unstable. No pt injury was reported.